Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual rise in shock impedance measurements up to 123 ohms. No out-of-range impedance measurements were observed. All evidence indicates the rv lead remains in service and no adverse patient effects have been reported. Additional information provided to boston scientific indicated this rv lead eventually exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made, and the rv lead remains in service. No adverse patient effects were reported.